Manufacturer narrative:
Product ID 8784, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Analysis of the catheter (B)(4) identified twisting in the catheter. Analysis identified a kink in the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 13-dec-2019, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving lioresal with concentration 2000 mcg/ml at a dose rate of 180 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient was seen by the hcp for a pump refill; however, they could not access the port. An x-ray confirmed that the pump was inverted. The patient was seen in the operating room to correct. There the catheter was found to be visibly coiled and unusable. The pump had inverted multiple times coiling the catheter. Aspirating the reservoir confirmed the catheter was occluded. The actual pump reservoir volume was 37 ml versus the expected reservoir volume of 21.1 ml. They surgically re-anchored the pump and revised the catheter. The surgeon revised catheter using a new model 8784 catheter component. The pump dose was dropped from 180 mcg/day to 100 mcg/day. An abdominal binder was applied post-operation. The issue was resolved and the patient was without injury regarding their status as of as of the time of the report / as of (B)(6) 2020. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that the patient reported sleeping prone and not taking post-operation precautions of not bending the last 99 degrees to pick up objects from floor. It was further noted that the patient had also been wearing tight waisted pants post-operation where the belt crossed the pump. It was noted that the patient and patient¿s mother were educated, and post-operation precautions to allow the pump pocket to heal more tightly was reviewed. The explanted segment of catheter was being returned to the manufacturer; shipment tracking information was provided. The patient¿s weight and medical history were indicated as having been requested but were unknown. Other medications (oral, etc.) The patient was taking at the time of the event was unable to obtained. It was noted that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.